Event description:
The patient contacted animas on (B)(6) 2012 stating that all the up arrow keypad button was intermittently unresponsive for the past two weeks and required multiple presses to a elicit a response. The patient denied moisture exposure. The patient stated the keypad was intact and a piece of the pump was missing near the cartridge. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the keypad was damaged. The keypad cover was lifting and peeling next to the up arrow button, exposing the button contact. On testing, the up arrow button had intermittent response when pressed and required multiple presses with increasing force to evoke a response. The down arrow, ok and contrast keypad buttons respondsx appropriately when pressed. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Examination confirmed the reporter's claim that there was a piece of the rim broke off at the opening of the cartridge compartment. The cartridge cap was able to be tightened down securely. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.